Event description:
Customer reported that the device had a service wrench. Physio-control replaced the device under warranty and inspected it at the failure analysis ctr. Physio verified the service wrench and observed critical fault codes logged in the device memory. The device would not recognize pt load connection. There was no report of pt involvement with the issue.

Manufacturer narrative:
(B) (4). Physio-control determined the root cause of the malfunction to be failure of the u35 ic chip from the analog pcb assembly. The u35 pin 4 was internally shorted to pin 5 and measured 1.8 ohms. A replacement device was provided to the customer.